Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were greater than 200 ohms for three days. When the patient was brought to the clinic for evaluation, shock impedance was 61 ohms. Isometrics and pocket manipulation were unable to reproduce the observation. The rv lead and associated implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.